Event description:
There was an allegation of a questionable troponin t gen5 stat elecsys result for one patient from the cobas e 411 rack analyzer. The initial result was 23 ng/l and was reported outside of the laboratory. This result did not complete with the delta check so the sample was repeated with a result of 96.12 ng/l with a data flag. This result more was believed to be correct as it closely matched the patient's previous results. The customer sent the sample to another laboratory and the troponin t result was 98 ng/l. The reagent lot number was 490881. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer could not find a cause. He checked alignments at the sampling position and the fluidics flow. He repeated two specimens and recovered the same results for both samples. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.